Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the dust covers were missing from spring arms. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was the getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 13th march 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated that the dust cover was missing from spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, d4 serial, d4 catalog # and d4 version of model # deems required. This is based on the internal evaluation. Previous d4 catalog # and d4 version or model # ard568211210c corrected d4 catalog # and d4 version or model # ard567800999 previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous b5 describe event and problem: on 13th march, 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the dust covers were missing from spring arms. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the dust cover was missing from spring arm. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the getinge technician, repair was performed by assembling the new dust cover from spring arm. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and contributed to the event due to the dust covers missing. It was established that the affected device was not being used for patient treatment or diagnosis when the event occurred. As per information provided by getinge technician, the issue was noted during the preventive maintenance. When reviewing similar reportable events registered for the issue of missing dust covers on xten surgical lights it was confirmed that there were no events which led to serious injury or worse. A root cause analysis was performed by subject matter experts and it was established that the dust cover was probably damaged and missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. The operating manual (x¿ten user manual 0130103 rev. 3a, pages 19-21) includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. The xten user manual (x¿ten user manual 0130103 rev. 3a, pages 26, 28) mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check and mentions to check for any loose covers and caps, during annual checks. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.